Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge for defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was reported as failing to charge on (B)(6) 2025; however, activity log review indicates substantial use, including discharges, occurred on (B)(6) 2025, with no usage on (B)(6). The end user performed multiple discharges, a majority of which were successful. Two internal discharges were observed, both due to invalid patient impedance, which by design prevents energy delivery. At no time was a charge command initiated without a subsequent charge, contrary to the reported event. The device was fully evaluated, including bench testing, with no faults found. The unit functioned within specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.